Event description:
It was reported that the patient is pacemaker dependent. It was reported that the patient fell and afterwards had multiple syncopal episodes. The patient was admitted into the emergency room, intermittent capture and pauses were observed on the right ventricular (rv) lead. Interrogation revealed failure to capture and capture threshold was identified as inconsistent. The physician suspected the fall caused possible microdislodgement. Programming changes were made. The rv lead was capped (B)(6) 2023 and replaced.the patient was stable.